Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-03719. The pt reported experiencing her scs ipg pocket site becoming hot while charging. Subsequently, the pt had to turn the ipg off. The pt is considering having her scs system explanted; however, she agreed to the charger swap program. Follow-up from (B)(6) 2013, identified the pt stated her scs ipg is moving and causing pain at her pocket site. The pt has decided to move forward with an explant of the scs system and is consulting with her physician. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field advisory and a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.